Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler would not fire. On second attempt, it made a very loud cracking noise like something broke. The surgeon withdrew the device from the field and opened a new device and completed the case. There was no patient injury.